Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to verify missing segments/partial display and perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. No moisture damage on motor, vibrator and keypad assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer blood glucose level was unknown. Customer stated some of the graphics on the screen are out also stated that insulin pump was dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.